Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert while using a steel contact detach infusion set with 23-inch tubing and prefilled cartridges, resumed delivery, and later experienced multiple occlusions with elevated blood glucose until the infusion set was changed. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose after the set change. Investigation included troubleshooting and user education focused on infusion set function and delivery pathway checks. Investigation of this case revealed an infusion set occlusion associated with the contact detach set that persisted until the supply was replaced, with no kinks or visible bubbles observed and no device malfunction otherwise identified. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to the delivery pathway that resolved with set replacement.